Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h5, h6: investigation summary: the complaint device (unk - screws: locking) was not received for investigation. A photo investigation was performed based on the photo. The photos were reviewed, and the complaint condition is not confirmed. After review of the x-ray provided, 6 screws are present with no signs of issue on them, it cannot be confirmed where they are located due to poor quality photo. The screws do not appear to have any defect or malfunction and it cannot be confirmed to be a synthes product since there is no product specifications. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A manufacturing record evaluation cannot be performed due to lack of lot number. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the unknown condylar blade plate will be removed for an unknown reason on (B)(6) 2021. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown) this report is for one (1) unk - screws: locking. This is report 6 of 7 for complaint (B)(4).